Event description:
The customer states that the qwik wash has been failing volume verification checks. The customer states that initial results would be reactive and then would repeat as non-reactive. The cta instructed the customer to stop using the qwik wash immediately as there is the risk of generating erroneous pt results. The cta will swap out this qwik wash device for another. No suspect pt results were reported from the lab and there is no impact to pt mgmt reported.

Manufacturer narrative:
The complaint for quikwash system (ln 6258-86) indicates they had been getting discrepant results due to the analyzer failing the volume verification procedure. The complaint text states they were getting reactive results for samples that were repeating as non-reactive. The customer indicated they had replaced tubing and the air line check valve and verified the tubing was not kinked but the instrument continued to get low volume messages. The customer support specialist (css) advised the customer to discontinue use of the analyzer until the issue could be corrected so as to not generate erroneous results. The css sent to the customer a replacement unit, as the troubleshooting performed did not resolve the issue. The customer received the new system and installed successfully. The abbott quikwash bead washing system operations manual (ln 6258-63, 66-9561/r9) addresses the customer issue in the operating instructions: to wash, calibration procedure: volume verification, operational precautions and hazards, and the scheduled maintenance, volume verification section. This is a final report.